Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported while getting dressed, the patient was changing the site and the tubing detached at the quick release and it was a clean-cut detachment. The site was at the abdomen and the pump was worn on the right side. The patient had just put on the set when the detachment occurred. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.